Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed during routine follow-up. There were no adverse consequences to the patient. Lead was capped and replaced on (B)(6) 2016. Patient was fine.